Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample had the catheter wiper seal out of place. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that upon the use of the product, the customer noticed the sleeve was expanding before performing suction. No patient injury.